Manufacturer narrative:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction with no audible sounds. The device was not in use on a patient at the time of event, there was no adverse event reported. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound, but it was quieter than normal. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer stated their mx40 has a speaker malfunction and there is no sound from the speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.